Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized for a month for open heart surgery, but went into diabetic ketoacidosis (dka) while wearing the insulin pump. Customer was hospitalized on (B)(6) 2017. Customer's blood glucose levels at the time of hospitalization was 500+ mg/dl. Customer was wearing the insulin pump at the time of hospitalization. Customer reported that the insulin pump alarmed no delivery. Troubleshooting was not done at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.